Event description:
During the procedure the tip of the irrigation handle broke off and it was found floating in the irrigation fluid. In a subsequent procedure, another pitcher was found with the tip broken off. The lot number provided is the lot number of the c-section pack that contains this pitcher. The lot number was pulled from stock and the facility is currently taking inventory of all existing lots in the facility. The facility will communicate with medline.